Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the patient received a recall notification letter. The patient complains of having anterior thigh pain since the surgery. Some days the pain is worse than others. Patient has pain and difficulty walking up stairs, sitting in firm chairs and rising from a seated position. Patient develops a limp when walking for an extended period. Patient will contact the surgeon for an evaluation.